Event description:
It was reported touch screen was cracked and shattered, making it unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump, confirmed the shipping address, and provided instructions for putting the device into storage mode before returning it. The customer intended to use multiple daily injections as backup insulin therapy during the interim.